Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 component code: g07002 - device not returned. Attempts are being made to retrieve the device and obtain the following information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure were both devices used in the same procedure for the patient? If not, please provide all patient demographics. The diagnosis and indication for the surgical procedure? Were there symptoms following the surgical procedure? Onset date? Other relevant patient history/concomitant medications if applicable, will products be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. The analysis results found that one device was returned without damages in the external components. The device was disassembled to conduct a deep inspection and no straps or damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Please provide status of product return.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and the absorbable straps were used. During surgery, the device did not perform the stapling as the strap came out of it. The doctor had to suture the mesh in order to resolve the problem. Additional information was requested.